Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 524 mg/dl at time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. Customer had issue with sensor and blood at site that sensor may had inserted in a capillary or blood vessel. The insulin pump will not be returned for analysis.